Event description:
During a left thoractomy, apical anterior and posterior segmentectomy left upper lobe procedure, on the first firing, a portion of the staple line did not form b's as it should. A number of the staples were open - sharps pointed up. Tct10 used for 2nd firing with no problem.